Event description:
Total joint pack sop12tj314, lot# 155332, exp [redacted date], mfg [redacted date]. Upon counting, operating room staff found a pack of laps containing 6 rather than 5 packaged together. Passed off the field.